Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experiences recurrent skin overgrowth at the abutment site. In (B)(6) 2013 (exact date not reported) the patient was provided silver nitrate to treat the site as well as topical ointment. The implanted device remains.